Event description:
I have been using the minimed 530g insulin pump and cgm device for a year and while I find the pump portion to work well, the cgm feature is ridiculously inaccurate and provides dangerously incorrect info to the user. Regularly the cgm will be more than 150 points off my actual blood sugar leading me to believe my blood sugar is in range when it is dangerously high, or even worse, dangerously low. While I have not required hospitalization as a result of these issues, I have several times had to use glucagon emergency kits to remedy low blood sugar when the device was telling me I was well within normal range.